Event description:
It was reported that an ilet user received alert 38 indicating consecutive stalled motor shortly after changing supplies, and a dry run delivered 165 units without issue; the agent advised replacing supplies and to call back if problems persisted, with no issues noted in the supply batch and the reported cartridge lot documented. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified consistent with a stalled motor alarm. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.